Event description:
It was reported that the physician was using a tac monopolar probe in the knee. Against the warnings of the sales rep the physician switched to a bipolar ablation probe. The pt suffered a subcutaneous burn at the portal site which formed a 2.5" x 2" blister on the outside of the knee. No other info is available.